Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving a shock. Interrogation revealed noise episodes. X-ray revealed lead fracture. Decreased pacing lead impedance was also noted. Programming changes were made. The lead was replaced. The patient was stable post-procedure.